Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Machine testing was performed with the sample and no issues or alarms were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. Renal therapy services (rts) instructed the caregiver to disconnect the patient from the cycler and to perform manual drain. Proper procedures for the user manual reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.